Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall at an appointment with the hcp. The patient's programs stopped working. The patient reported falling asleep easily and must have fallen asleep in her chair and fell out of the chair and the chair fell on top of her. Impedances were checked and all were good. The rep looked at an x-ray that was taken and the paddle looked to be in good condition. The rep reprogrammed the device and would follow up with the patient in a week or so. The issue was reported to be resolved. No further complications were reported.